Event description:
It was reported that during a superficial femoral artery (sfa) stenting procedure, the coating of the guide wire peeled off during removal. The lesion being treated was approximately 85% stenosed. The amplatz super stiff guide wire was introduced through another manufactures sheath. Another manufacturer's balloon catheter and stent delivery system was successfully delivered over the guide wire. During withdrawal of the guide wire, the physician encountered resistance. Upon removal of the guide wire it was noted that the coating had peeled off the guide wire and remained in the patient. The procedure was successfully completed with this device. Patient status is reported as "stable".